Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). Investigation summary: according to the information provided, it was reported that during an arcr procedure, when the surgeon started inserting the anchor, it's tip broke. The complaint device was discarded by the customer, therefore unavailable for a physical evaluation. Since the complaint device was discarded, we cannot determine a root cause for the reported failure. If additional information is received in the future, we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device [6l57026] number, and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in japan that during an arthroscopy rotator cuff repair procedure on (B)(6) 2021, it was observed that the tip on the healix av br 4.5 tape wht/blue anchor device broke upon insertion. Another like device was used to complete the procedure with less than 30 minutes of delay. There were no adverse patient consequences reported. No additional information was provided. The device was brand new and its first use when the issue occurred.